Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximation age of device- 26 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in the emergency room and subsequently admitted to the hospital on (B)(6) 2017 with complaints of having dark stools and feeling weak and dizzy. The site of the bleeding was identified to be gastrointestinal and reported to be likely secondary to an elevated inr of 5.6 on admission. At the time of the event the patient was taking aspirin and warfarin. On admission, warfarin was held for 3 days and then restarted at a lower dose. On (B)(6) 2017, the patient was transfused with 2 units of packed red blood cells with appropriate increase and remained stable. On an unspecified date, the patient¿s inr was 1.9 and a heparin infusion was started in addition to patient continuing to take warfarin. The patient was discharged home on (B)(6) 2017 and the gastrointestinal bleeding resolved on (B)(6) 2017.